Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion with a 35 armada percutaneous transluminal angioplasty (pta) catheter; however, a ruptured occurred during inflation; therefore, a snare device was used to retrieve the balloon. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided